Event description:
It was reported the plastic ring was very sharp against the stoma. No patient injury was reported.

Manufacturer narrative:
Additional information was received on september 04, 2015. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.